Manufacturer narrative:
No product was returned for evaluation. The event was reported as occurring on 2024-04-30. However, there is no device log data available on this date, so precise review of the device logs and ilet report related to the performance of the device during the event is not possible. Available device logs were reviewed to assess the general performance of the device throughout the wear period. The device was initialized on 2024-04-24, and device logs are available through 2024-04-29. Data during this period was reviewed. No malfunction alerts were found in the available device engineering logs. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. As of the end of the logs, no factory resets were found and body weight was not changed from initial set up. Audio setting and cgm alert settings were not changed from initial set up (high/on). No evidence of device malfunction was found in the engineering logs from when the device was initialized through the last day of available data. During this period, the ilet was behaving as intended by reacting appropriately to cgm glucose values and appropriately triggering device and cgm glucose alerts. Without device data from the reported event date, performance of the device during the reported event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported date of the event, an assignable cause cannot be determined. However, based on the case notes, it is likely that an error in the cartridge change and infusion set placement process lead to this hyperglycemic event.

Event description:
On 5/3/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user developed diabetic ketoacidosis (dka) which resulted in hospitalization. The event occurred on 4/30/24. The cds was in contact with the user on the morning of (B)(6) 2024. The user had developed ketones after what appeared to be a bad infusion set; however, it was more likely due to poor vision and the user did not fill the cartridge fully and was infusing air instead of insulin. The cds walked the user through an infusion set change, and when the cannula was pulled out it was not bent. The cds encouraged the user to go to the ER or call their healthcare provider (hcp) if their ketones do not go from small to trace or negative in 90 minutes. On 5/7/24 a beta bionics customer care agent followed-up with the user about the event. The user reported they were admitted to the hospital on (B)(6) 2024 and discharged on (B)(6) 2024. The user tested for ketones and the result was moderate. The user drove to ER due to high blood glucose (bg) and was admitted to the hospital for hyperglycemia and dka. Prior to going to the hospital, the user drank water and took a walk. Upon arrival at hospital the user's bg was 776 mg/dl. The user went to the ICU the following day with pneumonia. The user reported they stayed in the hospital due to a heart murmur being discovered. The user is currently off ilet until further discussion with their hcp.